Event description:
A baxter service tech reported an infusion pump with a failure code 500:320 found in the device's event history during service. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.